Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs showed that the reported charging issue was observed when the device was in standby mode for a prolonged period of time. The reported failure could not be reproduced during in-house testing and the device operated per specifications. Battery testing showed that the battery recharged. Based on the device evaluation, it was determined that the charging issue was consistent with device being left in a cold environment and charging will not start until the device has warmed up. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an intermittent charging fault. There was no patient injury reported as a result of this incident.